Event description:
Ous MDR - after an implant duration of about 38 months, this device was explanted due to oversensing with inappropriate shocks. The date of explant was not provided.

Manufacturer narrative:
Ous MDR.